Event description:
An ipp device was impalnted on 12/28/94. The cylinders and reservoir were revised on 2/6/96. The cylinders were removed from the pt on 11/4/96, due to pain and pt dissatisfaction, and replaced.